Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in 2014 about 6 months after implant" patient stated she had urinary incontinence. The patient also reported that felt shocking ((B)(6) 2014) but then had settings adjusted and "it was fixed". The patients indicators were for fecal incontinence/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.